Event description:
A surgeon was using facet fuse facet fixation system. He was drilling a hole in the patient's bone, using a tissue protector. He attempted a forced new trajectory when the drill bit, causing the bit to snap off along the edge where the tissue protector was flushed against the drill. The surgeon removed the drill bit from the patient, and surgery continued on as planned. There was no harm to the patient or any impact upon the length of the surgery. The instrument malfunction could have caused injury or required additional medical intervention.

Manufacturer narrative:
The facet fuse drill bit was returned and reviewed by the engineering team. A discussion on the event took place with the surgeon that was performing the surgery, and he felt that the bit snapped due to the aggressive change in trajectory that he was attempting to drill. This caused excessive torque on the bit, causing it to snap. The engineering team attempted to snap another bit in a gross manner, and was unsuccessful, and felt that based on the information they had, the surgeon had in fact put too much force onto the bit, which caused it to snap. Another drill bit was available to allow the surgeon to complete the procedure with no increase in time or harm to the patient.